Event description:
It was reported to boston scientific corporation that a advantage was implanted into the patient on (B)(6) 2007. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: vaginal pain; pain inter; inab inter; rec incont; surgical interventions: on (B)(6) 2012 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: suprapubic and transvaginal urethrolysis vaginal advancement flap. Nonsurgical treatments: on (B)(6) 2014 the patient commenced injections (not associated with surgical treatment): flexible/botox injection for the treatment of: recurrent incontinence of urine. Treatment duration: 2 years 7 months. On (B)(6) 2017 the patient commenced other (please specify) for the treatment of: recurrent incontinence of urine. Treatment duration: 1 year 10 months. On (B)(6) 2018 the patient commenced other (please specify) for the treatment of: recurrent incontinence of urine. Treatment duration: 2 years. On (B)(6) 2020 the patient commenced other (please specify) for the treatment of: recurrent incontinence of urine. Treatment duration: 1 year 2 months.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.